Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results within 10 minutes: 1:32 pm-544 mg/dl 1:33 pm-495 mg/dl 1:33 pm-198 mg/dl 1:33 pm-420 mg/dl 1:37 pm-266 mg/dl 1:37 pm-199 mg/dl reported no adverse event. A request was made for the return of the meter and strips.